Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2026 due to a bent cannula, which led to hyperglycemia. The event occurred three hours after insertion. The insertion site was the abdomen. The patient's blood glucose level was 582 mg/dl at the time of the event, and the patient was treated with insulin therapy. The length of the ER stay was seven hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.